Event description:
It was reported that there was no longevity information or data available in the device. It was also reported that the atrial impedance was high. It was determined that the atrial port was plugged and that implant detect was not complete. The device was re-programmed so that implant detect was off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.